Event description:
Healthcare worker received hydrogen peroxide burn on palm. The worker experienced pain and skin discoloration. The worker did not see the doctor but self medicated with an unknown ointment. The worker recovered from the burn in one day.